Event description:
It was reported that there was suspicion of electrical leakage. The patient presented to the hospital due to pain in the pocket. The doctor thought that the pain was related to a tension from the extension and opened the abdomen. The doctor found only looseness at the connection of the implantable neurostimulator (ins) and the extension. The doctor therefore, considered the cause of the pain to be electrical leakage due to body fluid infiltrated into the ins or movement of the extension because of its looseness. The ins and extension were replaced. The patient's status was reported as recovered.

Manufacturer narrative:
(B) (4)